Event description:
During manufacturer product analysis, for a vns lead and generator, explanted due to vns therapy no longer being desired, it was noted, the lead had abraded inner and outer tubing. The abraded openings are likely due to wear. With the exception of the abraded openings, the condition of the returned lead portion, is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin, provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis of the generator did not reveal any anomalies, and was reported to be at end of service. The end of service condition was duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis (-1.47 years) and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.